Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the peripheral neurostimulator electrodes was removed/revised on (B)(6) 2014. The patient was diagnosed pre and post operative with urgency-frequency syndrome. It was reported that the left-sided lead had become dislodged from the sacral spine. Replacement of left-sided lead into s3 with placement of large battery were performed. The patient had constant burning of the urethra/bladder which started approximately one month earlier. She had always been on program 2 but had not really felt the device despite turning up the amplitude to 7. At that time her neurostimulator was reprogrammed. There was a question about her urinary symptoms. She was scheduled for neurostimulator revision with new battery and lead interrogation which was replaced on (B)(6) 2014. During surgery, it was noted that the lead was completely outside of the sacral spine. It was noted that device had been found to be rather superficial and as such the battery capsule was incised and a second pocket was made deep to it. Impedances were confirmed to be within normal limits during the time of surgery.

Event description:
It was reported that the patient had not felt stimulation for about a month. Up until that time she was also receiving therapeutic benefit. She had no injuries that would have prompted the lack of stimulation. The reporter turned the patient up from 5.8 volts to 7 volts and she still felt no stimulation. Her program was switched and set at 5.2 volts; she felt stimulation at the pocket and was left on that program. The reporter noted that on the previous program the patient would only feel stimulation in the legs, but was getting therapeutic benefit. She had been switched from program 2 to program 3 and it was unknown if she was receiving therapeutic benefit on this new program. The impedances were all reported to be within normal range. The reporter also mentioned that when she interrogated the patient the low battery warning showed on the clinician programmer, but the report showed the battery was ok. A manufacturer representative later reported that after reprogramming the programmer was showing the battery was ok. According to the reporter¿s analysis the battery would have negative life. The program usage all showed 0% as well, even though the implantable neurostimulator (ins) was on and had been used 100% of the time. However, it was noted the hours used was over 8,738, which explained the 0% due to a software ¿fluke¿ of the system. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v330974, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).